Event description:
This ra lead was implanted on (B)(6) 2016. And was explanted on (B)(6) 2016. A product experience report stated, that the lead was dislodged. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).